Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a left knee revision procedure approximately twenty-one days post-implantation due to unknown reasons. The bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Additional events for this patient are reported on medwatch numbers 0001825034-2016-01696 & 01902-01909. Requested but not returned by hospital.

Event description:
Patient underwent a right knee revision procedure approximately twenty-one days post-implantation due to unknown reasons. The bearing was removed and replaced.